Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. Reportedly, the customer changed the cartridge out every 6 days. The customer's blood glucose level was 264 mg/dl. Reportedly, air bubbles were primed, and insulin delivery was resumed.